Manufacturer narrative:
(B)(4). Results - other: inherent risk of procedure (aneurysm); patient's condition affected effectiveness of device (disease progression).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 58 months ago. Aneurysm and vessel morphology at the time of implant were not reported, other than that both iliacs were slightly aneurysmal, so flared limbs were implanted, an aneurx bifurcated stent graft (ref MFR 2953200-2011-01773) and a contralateral limb (ref MFR 2953200-2011-01774). The exact placement of the bifurcated stent graft and the patient's follow-up history is unknown. The patient returned recently for a follow-up CT, and a new iliac aneurysm was noted distal to both iliac limb stent grafts; no distal endoleaks were reported. Currently, the aaa sizes are unknown. The proximal aortic neck has dilated to 32 mm in diameter and then narrows and turns 45 degrees before the aneurysm; there is still good proximal seal on the bifurcated stent graft, although the bifurcated stent graft is about 1cm below the renal arteries . It is unknown whether there was any migration. The physician decided to treat the iliac aneurysms. An endurant iliac limb and an aneurx iliac limb were implanted on the right side, and an aneurx bifurcated stent graft was implanted into the left side with its gate just above the hypogastric and its ipsilateral limb going into the left external iliac. During the intervention, it was also decided to place an endurant aortic cuff proximally to build to the renal arteries. No additional clinical sequelae were reported and the patient is fine.